Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When did the incident occur? -during use canula that does not lock into safety position it was reported that, when the canula was withdrawn after catheter insertion, the canula did not lock into the safety position. The safety system did not appear to have activated.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 5169921. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction: imdrf annex a code.